Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the modular cable was not confirmed. Provided information indicated that the cause of the damage on the modular cable was unknown; however, it was noted that wear and tear may have contributed to the damage. It was also noted that no pictures of the damage were available and that the modular cable (lot number: 7057294) would not be returned for evaluation. No alarms related to the damage were reported. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. D, section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable and controller power cables. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the modular cable, lot number 7057294, was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The modular cable was shipped to the customer on 25sep2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's heartmate 3 system controller and modular cable were exchanged due to damage. The controller was noted to have dimmed lights when performing a self-test, and the green pump running symbol was on but hard to see. The cause of the controller damage was unknown but was thought to be related to wear and tear. The modular cable had exposed wires; the cause of the damage was unknown but was thought to be related to wear and tear.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-06344. It was reported that the patient's heartmate 3 system controller and modular cable were exchanged due to exposed wiring and wear and tear.